Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and the lv lead was explanted and successfully replaced. No adverse patient effects were reported during the procedure. The device remains actively implanted.